Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 05jul2016 our affiliate in (B)(4) received an email from a patients (pt) legal representative who reported that states that a patient "had a medical issue on (B)(6) 2016; "a severe abrasion on left eye" per the emergency room. The documentation advised the event was "due to a contact lens acuvue2." The limited information provided in the legal document states "the pt opened the blister and wore the lens; after this the pt felt a burning sensation in the left eye, with excessive tearing. He states that it was impossible for him keep the eye open and he was forced to go to the hospital, interrupting an exam session for high school diploma where he was an examiner." No additional medical information was received. On 17aug2016 additional information was received from our affiliate in (B)(4) a pts legal representative. The representative included medical record for the pt's visit to the emergency department on (B)(6) 2016: the details are as follows: general visit; diagnosis: corneal abrasion, contact lens keratitis in the left eye with the presence of the corneal epithelium suffering in the lower areas. Indications: tavanic 500 1 tablet a day for 5 days; nettacin single dose eye drops 2 drops every 3 hours and after 10 minutes exocin ophthalmic ointment for 5 days; visumidritic 1% 1 at drop 8.00 am and 8.00 pm for 5 days (tropicamide); bandage for 3 days. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002d5r was produced under normal conditions. The product availability for return for evaluation is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.